Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient experienced no stimulation sensation following a form a trauma. Three months ago, he was in a car accident and was in a coma for 12 days. He also needed surgery on his leg, screws were added, and then was sent to a rehab facility. A communication problem occurred and an ins overdischarge was suspected. Health issues and patient education were the primary reasons for overdischarge. The last time any stimulation was felt and the last successful recharging session was 2-6 months ago. An information request was made about the patient programmer. Additional information has been requested.